Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. A replacement box was sent to patient. Patient stated that only when stimulation is on is when pain is gone. Patient sometimes gets a weak feeling in their legs, 1 x a week. Patient stated that the problem resolved. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated patient still had weakness unless stimulation was on. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient fell while going down stairs. The patient reported falling on the ins site and is concerned that the ins has become loose. The patient stated ever since his fall he has noticed a return of symptoms and change in therapy, and when he lays down the stimulation feels uncomfortable, like it "zaps" him. It was reviewed that he may need to turn the stimulation down. The patient stated he would have to have it at 4.2 before he could feel it, and now he sometimes has to turn it way down because it can be uncomfortable. The patient did not have adaptive stim enabled for his device and reported a meeting with a manufacturer's representative (rep) on (B)(6) 2018. The patient mentioned the night before they turned on the stimulator he was charging and he felt a jolt/zap/increase in stimulation. The patient stated it was only for a moment then it went away. The patient was redirected to their hcp. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.